Event description:
The affiliate stated the customer reported dark count system errors and elevated quality control (qc) and patient troponin I (access accutni) results, for unknown number of patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. The patients¿ samples were retested on an alternate methodology and produced negative results (actual values were not supplied). The elevated results were released out of the laboratory and questioned by the physician. As a result, the patients were admitted to the hospital based on the elevated results. The customer stated no other patient treatment developed. There has been no report of current patient outcome. The customer indicated one sample produced an initial result of 0.366 ng/ml on the unicel dxc 600i and a lower result of 0.01 ng/ml on the alternate methodology. Weekly system maintenance was performed on a previous shift and system check failed the washed mean portion. The customer stated the previous shift did not advise of the failed system checks. During system troubleshooting with beckman coulter customer technical support (cts), the customer discovered broken aspirate probe #4. The customer replaced the aspirate probe, primed the dispense probes four times, repeated daily clean, system check, qc, and retested all patient samples analyzed since weekly maintenance was completed. Beckman coulter followed up and the customer reported the instrument was operating within specifications after the aspirate probe replacement. System check and quality control (qc) results were within specifications. The customer also retested ten patient samples and issued corrected reports to the physician. The customer stated there was no further evidence of dark count system errors. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, the broken aspirate probe is the likely cause of the event. The cause of the broken aspirate probe is unknown. Beckman coulter continues to track and trend any incident related to this issue.

Manufacturer narrative:
The cause of the broken aspirate probe is likely due to human error during weekly system maintenance. The customer was analyzing patient samples with a failing system check.